Event description:
It was reported to nova biomedical that a consumer had a hypoglycemic event necessitating ems intervention. At that time, a blood glucose reading of 77 mg/dl was received on her blood glucose meter and the emts got a reading of 23 mg/dl on their glucose meter. The difference in the readings was considered to be clinically significant. The meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.